Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air-in-line alarm with no visible air bubbles. The nurse was trying to infuse a chilled/refrigerated drug called adenazine throughout the procedure. It was stated that there were very small, microscopic, air bubbles, which are common with the drug and did not trigger air-in-line alarms with v6.05 pumps that they just switched from. As per the nurse, the procedure was very much hampered by these constant alarms and that the physician was starting to get upset with the situation. It took a long time to infuse the drug during the procedure. Eventually, she was able to infuse the drug, and there was no harm to the patient. No additional information is available.